Event description:
The customer called to report that they were hospitalized a year ago. It was indicated that the customer was new on pump and after the first set was inserted their bgs started to go up and did not change the set. The customer stated that they kept trying to treat bgs with the pump but bgs did not come down. When the troubleshooting was attempted to perform the pump had blank screen. The customer has been using injections for over a year.